Event description:
It was reported the patient had inadequate pain coverage. The stimulator was not working well for the patient¿s pain and they needed more coverage in their low back and buttock area. The device was reprogrammed and the stimulator was working well for the patient¿s pain. The etiology was the programming/stimulation. The event was related to the device and unlikely related to the implant procedure. The event was considered resolved without sequelae in (B)(6) 2014. In september the stimulator was no longer effective for the patient¿s leg pain. Intervention included reprogramming. Etiology was noted as not due to the programming. The event was still ongoing and the patient was requesting device explant. Additional information reported reprogramming was not successful and the patient¿s pain had not improved. The device was explanted in (B)(6). The event was considered ongoing with no further action needed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).